Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2005 during which the surgeon noted due to defects in the mesh, it failed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent hernia repair surgery on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent removal surgery on (B)(6) 2005 during which the surgeon noted due to defects in the mesh, it failed. It was reported that the patient experienced severe pain, nausea, diarrhea, chills, inflammation, loss of appetite and extreme weight loss. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 5/13/2022. Additional b5 narrative: it was reported that the patient experienced fistula.

Manufacturer narrative:
Date sent to the FDA: 4/22/2022. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Date sent to the FDA: 8/9/2024. Additional information: d4. Corrected information: d4 (UDI). D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Additional b5 narrative: it was reported that following the procedure, patient experienced adhesion, abscess and hernia recurrence. It was reported that patient underwent revision surgery on (B)(6) 2005 due to fistula. Mwr-24022022-0001137082 submitted for adverse event which occurred on (B)(6) 2005 mwr-07082024-0001687730 submitted for adverse event which occurred on (B)(6) 2005 this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.